Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Radiograph review by hcp reported: the asymmetric positioning of the right femoral head component within the femoral cup suggesting thinning/wear of the superior lateral right acetabular cup liner. Areas of periprosthetic radiolucency are present, highly suggestive of granulomatous osteolysis, superior to the acetabular cup (predominantly zone 1). Additionally, periprosthetic lucency medial and lateral to the proximal femoral stem component are suspicious for granulomatous osteolysis (zones 1 and 7). (No baseline x-rays are submitted). Small islands of heterotopic ossification are present about the right total hip arthroplasty.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
A right hip revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.